Manufacturer narrative:
Correction: section-d6b - date of explant was inadvertently omitted from initial report. Correction: section h6- the health effect - impact code should have been 4627-device explantation rather than 1924-failure of implant rather than 4630 - modified surgical procedure correction: section h6- the health effect - clinical code should have been 4582-no clinical sign and symptoms rather than 2687 - foreign body in patient.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4671264.

Event description:
It was reported that the patient underwent a lead addition surgery on (B)(6) 2024 due to one of the patient's leads being cut during an unrelated surgical procedure in (B)(6) 2022. Additionally, it was also reported that during the same surgical procedure the ipg was explanted and replaced since the patient had surgery in (B)(6) 2022 without setting the ipg to surgery mode. Effective therapy was restored post-op. It is unknown which lead was cut.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.